Manufacturer narrative:
Other text: b5: additional information received on (B)(6) 2022 via email and attached to complaint object: no, pump was not in use with a patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection showed non-OEM battery identified and disposed of. Also removed one OEM battery in the box. Cracked top case on the corners. Power cord falling apart. Event history log reviewed and found improper shutdown. Pump motor drive off post and pump motor drive phase b post. The device's screen not turning on was duplicated as the power would cut off and on if the pump was being moved and would then alarm for pump motor drive phase b pose. This issue was most likely caused by corrosion, which was found on the interconnect board due to fluid ingression as a result of customer damage. The broken syringe plunger driver was caused by the plunger tube seal being pushed inside the pump and then dragging against the plunger tube. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had continuous alarm, broken syringe plunger driver and also the screen does not open. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.